Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman&#59393;access system (was) was positioned in the laa. The pigtail catheter was removed and a watchman laa closure device and delivery system was ready to be advanced into the was. However, it was noted there was no bleed back for fluid to fluid connection. Aspiration of blood from the side port was not successful. The physician then pulled the was back slightly in case it was against the laa wall, but this did not have any effect. The (was) was pulled back into the left atrium and aspiration performed with some blood clots noted. Aspiration was continued until no further clots were observed and a guidewire was advanced to maintain the transseptal position. The (was) was exchanged for another of the same and the procedure was successfully completed. The activated clotting time was noted to be 248-283 seconds. No further patient complications were reported.